Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap, cracked display window corners, battery tube threads, reservoir tube lip, and minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that the drive support cap was sticking out. Customer was unsure of how the damage occurred. The blood glucose reading was 400 mg/dl. Nothing further was reported.